Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system by remote service and confirmed that there was error while starting the system. After reviewed the log file fse confirmed that mostly there is a malfunction cause in host pc. User has selected sata disk to boot. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was error while starting the system. The error message of ¿please select boot device¿ was displayed. The system was in clinical use at the time of the event.no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.